Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported having concerns with communication between the blood glucose monitor and the infusion device not working. Patient stated he changed the batteries on the blood glucose monitor and on the infusion device. Patient stated when he attempts to give insulin after doing a blood glucose test, he receives a warning message "pump data not available; active insulin may not be accurate" and then he does not receive his insulin. Patient reported the blood glucose monitor and the infusion pump are near each other on the same side of his body. Advised on how calculations are done. Patient stated because of the communication concern, he feels the infusion device is not delivering correctly. Patient reported his blood glucose readings are consistently higher and he has had a hard time trying to get them lowered. Patient stated his readings have been higher within the last 3-4 days. Patient reported his blood glucose reading got up to 390 mg/dl on yesterday; no outside assistance was needed. Patient's normal blood glucose range is 80-120 mg/dl. Patient stated he had surgery on his leg on thursday and has on a cast; not diabetes related. Patient reported he was not eating much but his readings are still going up. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, adapter, and infusion set for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All needed tests are passed and no malfunction could be observed during the technical investigation. The pump passed the bluetooth test on the diagnostic test system. History list: no history list is necessary. Consumables: adapter: the adapter passed the optical inspection. Infusion set: the used returned infusion set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. All test results of the head set were within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.